Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent essure confirmation test. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), cyst ("cysts"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (diagnostic hysteroscopy, diagnostic laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, cyst, menorrhagia, bladder disorder, urinary tract disorder, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, cyst, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Plaintiff received treatment for bladder problems, urinary problems. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events: menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, fatigue, weight gain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and cyst ("cysts"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and cyst outcome was unknown. The reporter considered abdominal pain, cyst, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.